Event description:
The patient reported seeking medical attention on (B)(6) 2025 at the emergency room (ER) after experiencing high blood glucose (bg) levels reaching 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka). They were treated with intravenous (IV) fluids and an insulin drip and were discharged on (B)(6) 2025. The pod was removed and disposed of by hospital staff, and the patient's mother did not have the controller to provide the sequence number or log files. There were no recent messages or alarms on the omnipod 5 app, and the pink slide on the pod had moved forward. The pod site appeared normal, with no redness, swelling, or insulin leakage noted. The cannula was not investigated after removal.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.1 smartphone hardware: iphone14.7 cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.